Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient's grandmother stated that the patient received error messages and an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 7:30, a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. At 10:00, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient has had no changes in diet or stress. While at the hospital, measurements obtained with the patient's meter were compared to measurements obtained with the clinic's coaguchek meter. The compared results were the same. There were no more remaining test strips available for investigation. The patient's product was replaced. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. The related retention test strips were tested in comparison to the master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.